Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the ccpd treatment with the liberty cycler/ liberty cycler set and the patient¿s adverse events of weakness, peritonitis, pneumonia, metabolic encephalopathy, electrolyte imbalance, and sepsis which required hospitalization. However, there have been no reported allegations of a fresenius product deficiency or malfunction associated with the patient¿s adverse events. Additionally, there is no objective evidence that the liberty cycler or liberty cycler set caused or contributed to the patient¿s peritonitis, pneumonia, metabolic encephalopathy, electrolyte imbalance and sepsis. There is no evidence of any fluid volume overload or other pd related precipitating factor. The patient has a past medical history of esrd and diabetes mellitus which are known to increase risk for the development of pneumonia. Additionally, the etiology for the patient¿s peritonitis event cannot be determined with the available information. However, there is no allegation or documentation that indicates the liberty cycler/ liberty cycler set caused or contributed to the patient¿s peritonitis event. Peritonitis is well known complication in patients on pd therapy. The patient¿s event of sepsis is most likely associated with the concurrent infections of pneumonia, uti and peritonitis. The patient¿s conditions of metabolic encephalopathy and electrolyte imbalance are likely associated with the patient¿s sepsis in the setting of esrd. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) presented to the hospital with progressive generalized weakness over a period of two days, reports of intermittent chills, altered mental status and abdominal pain with concerns that her pd catheter (not a fresenius product) was not working. It was documented the pt. Was seen in the pd clinic prior to hospitalization and was hypoglycemic. It appears the patient¿s hypoglycemia resolved with unknown treatment by emergency medical services (ems) and the patient¿s glucose was 96 upon arrival to the hospital. Upon hospitalization, the patient was found to have sepsis related to left-sided pneumonia, urinary tract infection (uti) with escherichia coli and peritonitis. The patient was treated with intravenous (IV) zosyn (unknown dose, frequency and duration) to cover the pneumonia and intraperitoneal (ip) fortaz (unknown dose, frequency and duration) and vancomycin (unknown dose, frequency and duration). It was noted the patient¿s abdominal pain steadily improved; however, the patient¿s white blood cell (wbc) count was slow to respond to antibiotic therapy initially. Levofloxacin (unknown dose, route, frequency and duration) was added to the antibiotic regime for the treatment of her pneumonia and uti and the patient¿s wbc normalized. It was also noted in the patient¿s medical records that the patient had concurrent diagnosis of metabolic encephalopathy, hyponatremia (unknown sodium result) and hyperphosphatemia (unknown phosphorus result). However, there is no documentation of medical intervention necessary for these specific conditions. It is likely these events were related to the patient¿s esrd and overall sepsis. Per the patient¿s pd nurse, the patient did not miss any peritoneal dialysis treatments and dialysis continued during hospitalization (treatment and product details are unknown). The patient had continued weakness and was subsequently discharged a rehabilitation facility in stable condition on (B)(6) 2018 continuing on at least a 6-day course of oral levaquin for treatment of her pneumonia and uti.